Event description:
Adverse event: "no patient injury reported" (no consequences or impact to patient). Product problem(s): "aspiration increased to max" (aspiration issue). A facility reported, during the removal of the viscoelastic with an irrigation/aspiration handpiece, the aspiration increased for 2 seconds even when the surgeon had released the footswitch. The eye became hypotonic. After the 2 seconds, an error message appeared. The surgery was completed manually. The machine was switched out to complete the cases for the rest of that day. There was no significant delay reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).